Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failed but all lead function was within normal limits. The reporter stated that the patient was scheduled to attend clinic to have their implantable pulse generator (ipg) reprogrammed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.